Event description:
It was reported that non sustained lead noise due to post paced t-wave oversensing on the ventricular channel was observed on a stored egm via a merlin.net transmission. Programming changes were made. No oversensing has been observed since the changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).